Manufacturer narrative:
The actual date of event is unknown. The actual date of death is unknown a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving, death, hematoma, hemorrhage/bleeding, hernia, no flow, device not returned, no findings available, cause not established. Death was not contributed to the bd device.

Manufacturer narrative:
Manufacturer narrative: the root cause for the reported issue of a 'pump issue-no flow' was not determined. The reported issue that there was pump issue- no flow could not be confirmed. No further investigation of this event is possible at this time, and patient harm was reported.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving, death, hematoma, hemorrhage/bleeding, hernia, no flow, device not returned, no findings available, cause not established. Death was not contributed to the bd device.